Event description:
It was initially reported by the customer to philips healthcare that ac power plug needed to be replaced. It was later clarified by the philips field service engineer that the plug was broken. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.